Manufacturer narrative:
(B)(4). B3 : event date : july 2022. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D6b: july 2022. D10: (B)(6) - femoral component option for cemented use only size f left - lot 63487609. (B)(6) - articular surface size ef 10 mm height ''use with plate 5 - lot 63459803. (B)(6) - stemmed nonaugmentable tibial component option cr/ps/lps size 5 for cemented use only - lot 63314083. (B)(6) - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - lot 63426272. G2: foreign - event occurred in united kingdom. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left initial knee surgery. Subsequently, the patient had been experiencing post-op pain and mobility issues noting that was unable to not walk. A CT scan revealed that the knee replacement was defective and the patient was subsequently revised six years later. The original system was removed and a new one was implanted. Attempts have been made and all available information has been provided.